Event description:
Philips received a complaint by the bench repair on the v60 indicating while servicing the device, it was observed that missing its feet in the area of the cpu cover. The screw anchors for the feet are broken/stripped. The cpu cover must be replaced. It was reported there was no patient involvement at the time the issue was discovered. Per good faith effort (gfe), bench confirmed that that the cpu cover tray was ordered because that's where the foot screws weren't holding, the threads were broken internally, and the feet were missing. Bench replaced this part to solve the problem. The device was put back into service. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
(B)(6).